Event description:
It was reported that they are working with tscd and tscdii devices for tubing connection in a closed system manner. During work with freezing bag with these two different tscd devices, before freezing and after thawing, the site of the connection actually was broken and the cells lost their sterility. In both cases, the freezing bag was intended to be connected to baxter 600ml transfer pack container. They tried to connect again in other sites of the same freezing bag, but with same result: system opening. In their case of phase I/ii clinical trial, the batch will be discarded and the patient won't receive the trial product.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a connection breakage resulting in loss of sterility of cell product. The patient was enrolled in a phase I/ii clinical trial and could not receive the cell product. As we do not know the contents of the study protocol it is difficult to assess the potential impact to the patient. An attempt to obtain the protocol should be done and the safety assessment re-addressed. As in all cases of cryocyte bag sterility breach there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk there is also the potential that if the cells are utilized (based on patient need and doctor recommendations) the need for additional antibiotic treatment and greater risk of infection to the patient.. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). A follow-up submission will be sent upon the receipt of additional information and its analysis.